Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. As a result, the final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. H4 device manufacturer date: date of manufacture cannot be determined since the serial number was not provided. The suspect device has not been received at olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. H3 other text : device not returned.

Event description:
The customer reported the soltive premium superpulsed laser system (tfl-pls) would not pair with the wireless foot pedal. Troubleshooting was conducted with the customer and the issue was not resolved. There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. This report is being submitted for the tfl laser footswitch- wireless (tfl-afswl) under the medwatch with patient identifier (B)(6). The tfl-pls was submitted under manufacturer report number: 3003790304-2023-00089.